Manufacturer narrative:
The impella pump was not returned for investigation. Should new information be received, a supplemental manufacturer device report will be filed. Instructions for use: impella 5.5 for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Abiomed¿s long-term outcome and quality indicator (loqi) impella registry reported that a patient was implanted with impella 5.5 for high-risk surgery on (B)(6) 2024. It was reported that the "patient endured thrombocytopenia with a "possible" relationship to the impella device used: ¿patient developed worsening blood loss anemia after impella implant. Nadir hb: 7.2 on (B)(6) post-impella implant. Transfused with a total of 2 packed red blood cells (prbc), and 4 platelets during impella support from on (B)(6). Plavix, lovenox on hold. Resume as able." Additionally, the patient developed worsening of acute kidney injury (aki) with a "possible" relationship to the impella device used: ¿aki requiring continuous renal replacement therapy (crrt). Creatinine trended upwards prior to impella implant. Initially, crrt recommended but family refused dialysis. The support was for just over 3 days when the patient had care withdrawn and patient expired.